Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned three (3) used 32g x 4mm bd pen needles without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked, needle partially blocked, rear cannula end is broken. All three returned pen needle was examined, and the following was observed: - two pen needles exhibited straight patient end (pe) and non-patient end (npe) cannulas; both were tested for flow using a test pen injector and one was not able to expel properly - one pen needle exhibited a broken npe cannula; no evidence of manufacturing defect was observed on this sample the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A wire test was performed on the sample that could not expel properly: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. Investigation by the manufacturer ((B)(4)) is not necessary as the silicone residue was already identified and removed from the sample. Unable to perform a DHR review due to an unknown lot number. Conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog, broken npe cannula) root cause: the possible root cause for the clog issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. The possible root cause for the broken npe cannula issue is: user error. No evidence of manufacturing related issues were observed on the sample returned with a broken npe cannula. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported the unspecified pen needle was unable to deliver insulin/medication, difficult to operate or not working/functioning, and the cannula breaks off (patient or non patient end) or pulls out. The following information was provided by the initial reporter: the customer stated "the needle was blocked."